Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc231400j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015 the patient underwent an endovascular procedure at another hospital to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a distal type I endoleak from the contralateral leg component, located in the patient's right common iliac artery, and aneurysm enlargement (amount unknown) were observed. It was reportedly considered that the endoleak occurred due to dilatation of the patient's right common iliac artery. On (B)(6) 2020 re-intervention was performed. A gore® excluder® iliac branch component, and a gore® viabahn® vbx balloon expandable endoprosthesis were placed in the patient's right iliac artery to treat the distal type I endoleak. No endoleak was observed. The procedure was completed. The patient tolerated the procedure.